Event description:
Report received via user facility medwatch report #3225/70000 2002 0001. Nurse clinic mgr reported that a pt went into cardiac arrest during treatment on a system 1000 hemodialysis machine. Reportedly, thirty minutes into the treatment, the machine experienced a power shut down for an unknown reason. The machine appropriately alarmed, bloodlines were clamped, and the blood pump shut off. An attempt to restart the machine was made, but it remained locked up in shutdown. The pt then suffered a cardiac arrest. The emergency team was called and the pt was transferred to the emergency room, where CPR was initiated but was unsuccessful. The pt expired in the emergency room. No autopsy was performed. The cause of death was listed as a cardiac arrest.